Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user, who is prediabetic, reported receiving from his dario meter bg readings in the 300 mg/dl to 500 mg/dl range. The user also mentioned that the application says that his strips may be expired.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.